Event description:
The customer reported getting pc2 errors and a leak of approximately 1 l of blue fluid from the back of the coulter lh 500 hematology analyzer. The leak was contained within the instrument. There was no reported exposure to mucous membranes or open wounds. Personal protective equipment (ppe) was worn at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed clenz leaking at triple pinch valve pv37. The fse determined the cause of differentials issues and pc2 errors were related to the bad rinse line from the bsv. The fse replaced tubing and rinse line from blood sampling valve (bsv). The fse verified the instrument and the instrument was returned to normal operation. (B)(4).